Event description:
It was reported that the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 5 and 24 hours on the arm. The patient administered correction boluses, but her blood glucose levels remained elevated. The patient then observed blood in the cannula, indicating an obstruction of flow. As treatment, a new pod was applied. The patient's blood glucose level was reported to subsequently return to normal levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone: lockdown cloud - omnipod 5 software app version: 3.1.6 cloud - operating system: n5004l-am-q-mv01602-06-01.06 cloud - hardware: n5004l cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.